Event description:
Device malfunction: plunger would not stay depressed. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel using a starclose se device after an unspecified procedure. Reportedly, after the clip applier was attached to the introducer sheath, an attempt was made to depress the plunger; however, the plunger would not stay depressed. The device was removed from the pt anatomy. The method used to achieve hemostasis was not reported. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.